Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately low. The medical surveillance specialist (mss) spoke to the patient on june 3, 2009, and was able to obtain/verify information. The patient tests her blood glucose 4-6 times a day. She manages her diabetes with sliding scale regular insulin based on her meter readings. The patient initially indicated that the alleged meter issue started the day prior to reporting to lifescan, at 9:38 pm. That day, the patent reported blood glucose results of "147 mg/dl" with a lifescan meter and "228 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient initially mentioned that she had developed symptoms of "fuzzy vision" and "hyperness" fifteen minutes after the alleged meter issue began. However, the patient informed the mss that the meter probably was reading inaccurately low for long period of time and she did not know it. The patient stated that her meter readings had all been less than "150 mg/dl" for a while. During that time, she was having symptoms of "blurred vision" and was not getting any sliding-scale regular insulin. According to the patient, her sliding-scale regimen only requires administration of insulin for blood glucose levels above "150 mg/dl." At around 9:50 pm that on april 30, 2009, the patient administered self-care by taking a sliding-scale dose of insulin. The patient took 4 units of regular insulin. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what meter readings the patient obtained prior to when the alleged issue began. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patent claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began. The patient explained that she had not been taking any sliding-scale insulin for a long period of time because of inaccurate low meter readings.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.